Manufacturer narrative:
(B)(4). G2 - report source - foreign: the reported event occurred in mexico. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that while the surgeon was impacting the femoral implant with the femoral/tibial impactor, the polyethylene impactor head fractured in two (2). Upon collection of the fractured pieces, it was identified that the screw from the impactor could not be located. After a thorough search for the screw was conducted, the surgeon discovered that the impactor screw had become lodged within the medullary canal of the patient's femur. The procedure was completed with the retained screw. There is no plan to remove the screw at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. H6 - component code - proposed code is mechanical (g04) - impactor. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, h2, h3, h6. The following section was corrected: d4, h4, h6 (impact code). The reported event was confirmed via device evaluation. Visual inspection of the returned device identified signs of use (nicks, cracks, tool marks) and confirmed the pad is fractured. Not all fractured pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.